Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event regarding the failure of fracture reduction could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic department, (B)(6) hospital, united kingdom¿. The title of this report is, ¿temporizing external fixation for hind foot trauma¿, published on september 26, 2019, which is associated with the stryker ¿hoffmann ii external fixation system¿. This report includes an analysis of the clinical data that was collected on 14 patients, and the cases in this study range from 2010 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced failure of reduction.

Manufacturer narrative:
Please note correction to b5 (executive summary) based on the information received from the author, there were no issues with the fixator. Instead, the article is about clinical judgement not the tools. Thus, based on additional information, this case is subsequently considered as non-reportable.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic department, scarborough hospital, united kingdom¿. The title of this report is, ¿temporizing external fixation for hind foot trauma¿, published on september 26, 2019, which is associated with the stryker ¿hoffmann ii external fixation system¿. This report includes an analysis of the clinical data that was collected on 14 patients, and the cases in this study range from 2010 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced failure of reduction. 06/22/2022: new information received from the author states that there were no issues with the fixator. Instead, the article is about clinical judgement not the tools.